Manufacturer narrative:
E1: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient experienced low blood glucose (bg) event on (B)(6) 2026. The blood glucose was low and treated it with sugar intake. No further information available.